Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display showed horizontal lines after the user attempted to reconnect following a shower, without any reported drop or impact, and the user transitioned to backup insulin injections while continuing to view glucose data on their cgm app. Symptoms included no reported adverse physiological effects. Outcomes included the user¿s temporary discontinuation of the ilet and shipment of a replacement device. Investigation included collection of the affected device for evaluation. Investigation of this device revealed a display malfunction consistent with a screen defect or damage, with no associated alarms or therapy delivery issues reported. It was concluded, based on previously established findings for similar reports, that the cause was likely a device component failure related to the display.